Event description:
The customer reported, alarm error codes/messages. Error code 211.2000. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced d1 on display board due error 211.2000. Lvp keypad recall completed not affected. A review of the device history record showed the device had a manufacture date of 15sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board causing error 211.2000. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported alarm - error codes/messages. Error code 211.2000. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages. Error code 211.2000. There was no patient involvement.